Event description:
It was reported that the 8800 system locked up. The 8800 system had to be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted and boards re-seated during the service call. The system was tested and found to be working as intended, and put back into service.